Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "breast infection" and "cellulitis/staph infection." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "breast infection, redness, aches, pain in the breast, cellulitis/staph infection." Patient additionally reported "lupus, tired/sluggish, and "weight gain;" these events are not related to the device. The device remains implanted. This record is for the right side.